Event description:
Notified late on (B)(6) 2026, that a surgery was going to be performed but an instrument in the cck tray had discoloration on it that looked like blood or rust. The surgery was cancelled and performed on (B)(6) 2026 instead, with the instrument removed out of the tray. The patient was already under anesthesia when the instrument was noticed so the surgery was cancelled and rescheduled for the next day.